Manufacturer narrative:
The patient's age was not included in the initial report and section a2 was updated accordingly. No additional information is available and further reports will be forthcoming.

Manufacturer narrative:
(B)(4). (B)(6). This complaint was identified during a recent clinical evaluation review/literature search of this device. The citation is as follows: fukuda et al., (2003). Staged carotid stenting and carotid endarterectomy for bilateral internal carotid artery stenosis preliminary experience. Interventional neuroradiology 9 (suppl1): 143-148. Please note that the catheter involved could be a powerflex or an opta pro, both of which are cordis pta catheters. As reported in the literature by fukuda et al., (2003). Staged carotid stenting and carotid endarterectomy for bilateral internal carotid artery stenosis preliminary experience. Interventional neuroradiology 9 (suppl1): 143-148; during balloon inflation, a 63 year-old male patient with medical history including a previous tia and hypertension experienced transient neurologic symptom classified as a minor stroke, which completely resolved after balloon deflation. The transient event was associated with hemodynamic intolerance caused by poor collateral blood flow. The non cordis distal protective balloon also ruptured during post-dilatation. The fragment of the ruptured balloon ruptured into the left precentral artery. The balloon was visualized as a high-density spot in the left frontal lobe in the computed tomographic scan. The procedure was a carotid artery stenting. Predilation was performed using a savvy percutaneous transluminal angioplasty (pta) balloon. Postdilation was performed by using a pta balloon such as powerflex or opta pta catheter. The patient initially presented with a transient ischemic attack (tia) and was symptomatic on the right side. The percentage of stenosis was rt. 95/lt 84. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature by fukuda et al., (2003). Staged carotid stenting and carotid endarterectomy for bilateral internal carotid artery stenosis preliminary experience. Interventional neuroradiology 9 (suppl1): 143-148; during balloon inflation, a patient experienced transient neurologic symptoms classified as a stroke which completely resolved after balloon deflation. The transient event was associated with hemodynamic intolerance caused by poor collateral blood flow. The non cordis distal protective balloon also ruptured during post-dilatation. The fragment of the ruptured balloon ruptured into the left precentral artery. The balloon was visualized as a high density spot in the left frontal lobe in the computed tomographic scan. The procedure was a carotid artery stenting. Predilation was performed using a savvy percutaneous transluminal angioplasty (pta) balloon. Postdilation was performed by using a pta balloon such as powerflex or opta pta catheter. The patient initially presented with a transient ischemic attack (tia) and was symptomatic on the right side. The percentage of stenosis was rt. 95/lt 84.